Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1386mg/dl, and an unspecified kidney injury. Reportedly, the pump shut off unexpectedly. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, and customer was given oxygen. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved. Contact was unsure of the extent of the kidney damage and was unable to provide additional information if the damage was permanent.